Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device was "burnt out". There was no delay to the surgical procedure as a spare identical device was available for use. There was patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.